Event description:
The surgeon informed baxter that on the (B)(6), a couple of days after a robotic-assisted roux-en-y bariatric procedure using veritas, a leak was noted. The surgeon was not 100% sure the leak was related to the veritas. He stated that it was his first robotic-assisted roux-en-y. He added that he crossed staple lines. There were no adverse events to patient, who was reported to be "ok" and went home a couple of days later.

Manufacturer narrative:
(B)(4). Baxter medical assessment: leaking of the entero-anastomotic staple line is an expected, potentially serious postoperative occurrence. Psd veritas is indicated to be used to reinforce staple lines, and does not have a sealing function. Nevertheless, it may contribute to the reported complication. A follow-up report will be submitted upon receipt and evaluation of additional information.